Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the medical professional stated that the patient was using bd nano pen needles previously and was experiencing patient end needle bends and was unable to successfully deliver medication.